Manufacturer narrative:
This MDR serves as a notification, in which MDR 1220648-2026-00803 was erroneously filed as a duplicate of MDR 1220648-2025-49322. Please refer to MDR 1220648-2025-49322 for all reports filed for this device.

Event description:
The complainant reported that during attendance at the impella 5.5 insertion, the device was introduced into the body without adequate priming, and air removal from the purge line was insufficient. As a result, air entrainment was confirmed on echocardiography. The situation was immediately communicated to the physician, and the procedure continued. Fortunately, no serious complications occurred.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.